Manufacturer narrative:
The explanted portion of lead was expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
It was later reported that the explanted portion of lead was not going to be returned for analysis. It was believed to have been inadvertently discarded after the procedure.

Event description:
Boston scientific received information that three days post-implant, this right atrial (ra) lead was confirmed via x-ray to be dislodged. A revision procedure was performed. It was reported that during the incision, this atrial lead was inadvertently damaged. The distal portion of lead was removed, and the terminal portion of the lead was retained to plug the atrial port. No new ra lead was implanted, as the atrial pacing percentage had been very low. The patient had an intrinsic rhythm, so the dual chamber pacemaker remained implanted to provide backup vvi pacing. No adverse patient effects were reported.